Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 50.6 cm due to stretched outer coil. The inner coil was fractured underneath the suture sleeve tie down region. The lead was cut at 13.0 cm and 16.0 cm from the connector pin. The inner coil of this portioned was examined using scanning electron microscope (sem). It was noted that all filars of the inner coil were fractured. Electrical test also found discontinuities of the inner coil. The reported event of noise over-sensing was confirmed and the cause was isolated to the inner coil fracture found. The reported event of insulation abrasion and low lead impedance were not confirmed. All other damages found were consistent with procedural damages.

Event description:
It was reported that the patient presented to the hospital for a scheduled lead revision procedure. The atrial lead exhibited noise oversensing, low impedance, and an insulation anomaly. The left ventricular lead exhibited diaphragmatic stimulation at vectors that had good capture threshold. During the procedure, the physician attempted to remove the left ventricular lead and inadvertently dislodged the right ventricular lead. The physician noted that a suture was tied around both leads causing the dislodgement. All three leads were then explanted and replaced without incident. The patient was reported to be in stable condition post procedure.